Manufacturer narrative:
The motor batter charger was returned to the manufacturer for analysis. The device did not pass the bench level test which found channel b to have zero output. The reported event was confirmed to be caused by an electrical issue with channel b. As previously reported, the component was replaced to resolve the issue.

Manufacturer narrative:
A CAPA was created to address the reported incident. Based on the CAPA investigation, the identified root cause of the issue was related to deficiencies with the original design at the component manufacturer including reliability, soldering, and electronic performance issues.

Manufacturer narrative:
Patient information was refused to be provided by the site. A medtronic representative tested the system and reported the imaging system batteries where not charging and system did not have enough energy to function. Replacement boards shipped to site. On 12/03/2014, the medtronic representative replaced the motor battery charger board and battery chargers boards. After replacing the boards the medtronic representative performed a imaging system check-out, all areas passed. The medtronic representative reported that replacing the motor battery charger board solved the issue. No parts have been received by the manufacturer for analysis.

Event description:
A site representative reported that after placing the first electrode in a deep brain stimulation (dbs) surgery the imaging system unexpectedly exited. The surgeon opted to halt the procedure and reschedule the surgery for a different day.